Event description:
Following a diagnostic catheterization procedure a vasoseal elite was deployed. The physician reported immediate hemostasis and great distal pulses. After returning to their room, the pt complained of leg pain. The pt was taken for an angiogram which showed that their right superficial artery and profunda were clotted off. The pt was taken to surgery and an angiojet was used unsuccessfully so stents were placed in both the superficial artery and the profunda. The pt has a condition known as protein c deficiency which makes pt more prone to clotting. The physician claimed the occlusion was due to a collagen insertion. No further details were provided.